Manufacturer narrative:
Additional information will be provided once the investigation is completed.

Event description:
It was reported that during surgery, the blade on the unit broke off and fell into the patient. The blade was immediately removed. It was further reported that a replacement unit was immediately available and there was no delay in the surgery. No adverse consequences were reported.